Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator fell and landed on their right hip. As a result of the fall, the patient sprained the right food and fractured the left foot pinky toe. The patient went to the emergency room and received x-rays of the feet, but not of the implant. The patient was scheduled for an MRI and turned off the stim device in preparation; however, the MRI was not completed. The patient turned the stim back on the same day but was unsure if it was reactivated correctly, as fecal incontinence began occurring. The patient visited a pcp, who was unable to assist and recommended reaching out to boston scientific. There were no additional clinical complications reported. It was reported that the therapy support specialist followed up and spoke with the patient, who noted they were taking antibiotics. No adjustments were made, and the patient has yet to follow up.

Event description:
It was reported that the patient with this neurostimulator fell and landed on their right hip. As a result of the fall, the patient sprained the right foot and fractured pinky toe on the left foot. The patient went to the ER and received x-rays of the feet, but not of the implant. The patient was scheduled for an MRI and turned off the stim device in preparation; however, the MRI was not completed. The patient turned the stim back on the same day but was unsure if it was reactivated correctly, as fecal incontinence began occurring. The patient visited a pcp, who was unable to assist and recommended reaching out to boston scientific. There were no additional clinical complications reported. It was reported that the therapy support specialist followed up and spoke with the patient, who noted they were taking antibiotics. No adjustments were made, and the patient has yet to follow up.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of incontinence, fecal was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.